Event description:
New information noted that the lead was explanted. The physician was unable to get access to deploy the occlusion balloon and the case was abandoned. The lead was not replaced. The patient was in stable condition.

Event description:
New information noted that the lead was explanted and replaced on 25 jan 2022. The patient was in stable condition post procedure.

Event description:
It was reported that the patient presented remotely via merlin.net. Review, of the transmission revealed that the right ventricular lead exhibited noise. Programming changes were performed. The patient was in stable condition.

Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.